Event description:
Following use of the opus system at a user facility, a patient experienced hyperpigmentation and swelling at the treatment site. Investigation by alma lasers inc. Found that the patient may have prolonged post-inflammatory hyperpigmentation. Alma lasers inc. Attempted to follow up on patient's healing progress but received no response from the user facility, therefore this incident is being reported in good faith.